Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed, and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Usage residues were observed throughout the sample. The extension tubing markings were worn. A permanent kink impression was observed at the 55cm depth marking. Two circumferentially opposite longitudinally aligned splits were observed at the corners of the impression. The sample kinked preferentially at the kink impression during manual manipulation of the sample. Microscopic inspection of the sample revealed discoloration, material buckling and surface abrasion leading into the kink impression. The splits exhibited dully granular fracture surfaces. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent; however, leaks were observed emanating from both split sites. The damage characteristics were consistent with material fatigue caused by repetitive kinking of the catheter tubing. The location of the damage suggested that catheter securement, access/de-access and maintenance technique may have contributed to the material failure. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a crack was found near the 55 cm depth marking on the catheter. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that a crack was found near the 55 cm depth marking on the catheter. There was no reported patient injury.